Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) display was out of specification electrically. It was also indicated that the hanger assembly was broken and keypad was scratched. The epg was repaired and returned for service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display had a large diagonal line through it. The epg was returned for service. There was no patient involvement.